Event description:
It was reported that a monofocal intraocular lens (iol) was explanted as the patient experienced visual disturbances such as streaks of light, seeing lens edges and has vision loss from beams of light. It is unknown if the patient's daily activities were affected due to the reported symptoms. A replacement lens of different model and diopter ( dcb00 +15.5) was implanted in the patient's right eye (od). No unplanned surgical interventions (such as incision enlargement, vitrectomy or sutures) reported. The patient has fully recovered post-operation. It is unknown if medication (outside of standard care) prescribed or if there was a delay in procedure. No further information was provided.

Manufacturer narrative:
Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 23, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half, covered in viscoelastic residue and a red substance, and the halves were stuck together. The lens pieces were cleaned and presented damaged, with cosmetic issues, and one of the haptics was bent. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.